Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states the device was not reading the feed amount accurately. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/26/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump did not read the feed amount accurately. The pump was being used for feed and flush at 80ml/hr feed rate and 20ml/hr flush rate, the bag was 500 ml. After the bag had been fully emptied, the pump showed a delivery of 417ml. No patient injury or harm.